Event description:
It was reported the gastrointestinal videoscope displayed image noise. The issue occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was¿confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction is due to damage or deterioration of parts and electrical problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.